Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the j1 battery connector was contaminated. The cause of the inability to power on is the contaminated connector. The root cause of the contaminated connector is ingress of an unknown contaminant. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.